Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance and field change order (fco) implementation. There was no harm or injury reported. The device was in storage and not reported to be in patient use. The field service engineer (fse) performed a pre-evaluation of the trilogy ev300, USA device, including a visual inspection for any cosmetic damage. The system was powered on and failed the pre-diagnostic active exhalation test. The failure of the aecm and the 3-way valve resulted in inaccurate readings, which caused the device to fail diagnostic testing. The fse replaced the 3-way valve, the proportional valve (aecm) to address the issue. Additionally, the device's flow sensor was replaced and the fco was also implemented in accordance with service requirements. The fse performed system calibration and executed the final test. The device successfully passed all required tests, confirming proper functionality and performance.